Event description:
During the implant procedure, while using the medtronic catheter passer, the patient's artery was nicked when tunneling from the neck to the ipg. Physician applied pressure and cauterized the artery. This resolved the issue.